Manufacturer narrative:
The insulin pump had no spots, display anomaly or missing segments were noted. The test blood glucose meter communicated properly to the insulin pump. The insulin pump had minor scratches on the display window and cracked display window corners.

Event description:
It was reported that the insulin pump had partial display. Customer stated the screens turning black in certain spots not fully black screen. Customer stated unable to read the screen because of the spots. Customer's blood glucose was 195 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.